Manufacturer narrative:
The investigation revealed the following: the incident was user related because the user disregarded the safety instructions. During the removing of the specimen chunk, the user did slice her finger over the free-standing blade. Because the customer was not wearing safety gloves and had not covered up the blade with the safety guard, she suffered a cutting injury to his finger. Several attempts were conducted to contact the customer to confirm if medical treatment was necessary. No additional information was provided from the customer what type of medical attention was necessary.

Event description:
A customer reported to leica biosystems on (B)(6) 2022, that a user was injured while removing the specimen from the specimen holder of the cryostat, cm1950. The injured user did seek medical attention.

Manufacturer narrative:
Additional information: added unique identifier (UDI) # in d4.